Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of fluid overload (characterized by dyspnea), which warranted hospitalization and supplemental ccpd therapy (utilizing 4.25% dialysate) for increased ultrafiltration. Per the pdrn, causality could not be firmly established. Fluid overload in pd patients can reflect any combination of factors such as inappropriate prescription, noncompliance, loss of residual renal function, mechanical problems, and peritoneal membrane dysfunction. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal/contributory role in the patient¿s serious adverse events. There is currently no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred. However, given the allegations by the patient (as well as the pdrn), the hospitalization for fluid overload, and no manufacturer evaluation of the cycler; this clinical investigation cannot disassociate the device from the serious adverse events. However, if the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having caused/contributed to the serious adverse events.

Event description:
On 15/sep/2022, fresenius became aware this 72-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for dyspnea and fluid overload. The patient reported their recent hospitalization was due to their liberty select cycler giving him positive ultrafiltration (uf). Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2022 with shortness of breath. Radiological and hematological studies determined the patient was fluid volume overloaded, and the nephrologist prescribed three treatments utilizing 4.25% dextrose dialysate to increase uf. The patient¿s dyspnea resolved, and they were discharged home on the morning of (B)(6) 2022 in stable condition. The patient has since recovered from the events and continues to undergo ccpd at home utilizing a replacement liberty select cycler (captured in file (B)(4)). The patient's pd prescription was altered following discharge to include a 4.25% dialysate daily. Per the pdrn, the peritoneal equilibrium test (pet) has not been performed and definitive causality has yet to be established. The pdrn stated the patient¿s previous liberty select cycler could have played a role in the patient¿s fluid overload because the patient is currently receiving positive uf¿s on the replacement cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 15/sep/2022, fresenius became aware this 72-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for dyspnea and fluid overload. The patient reported their recent hospitalization was due to their liberty select cycler giving him positive ultrafiltration (uf). Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2022 with shortness of breath. Radiological and hematological studies determined the patient was fluid volume overloaded, and the nephrologist prescribed three treatments utilizing 4.25% dextrose dialysate to increase uf. The patient¿s dyspnea resolved, and they were discharged home on the morning of (B)(6) 2022 in stable condition. The patient has since recovered from the events and continues to undergo ccpd at home utilizing a replacement liberty select cycler (captured in file (B)(4)). The patient's pd prescription was altered following discharge to include a 4.25% dialysate daily. Per the pdrn, the peritoneal equilibrium test (pet) has not been performed and definitive causality has yet to be established. The pdrn stated the patient¿s previous liberty select cycler could have played a role in the patient¿s fluid overload because the patient is currently receiving positive uf¿s on the replacement cycler.